Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device could not be turned on. The two fuses on the rear side of the panel were cut off. The manufacturing record was reviewed and found no irregularities. The cause of the subject device not being able to turn on is the cut off of the fuses. Based on the past similar cases, it was known that over current occurred in the fuse and the fuse was cut since the internal parts were damaged due to unspecified reason. The above device handling has been warned in the instruction manual as follows; if this product is visibly damaged, does not function as expected or is found to have other irregularities during the procedures described in chapter 3, ¿installation and connection¿ and chapter 4, ¿inspection¿, do not use this product and contact olympus. Problems that appear to be malfunctions may be correctable by referring to section 7.1, ¿troubleshooting guide.¿ should you fail to correct the problem even after taking the described remedial action, stop using this product and contact olympus.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the power of the subject device turned off and could not be turned on. The intended procedure was completed with another device. There was no patient injury reported.